Event description:
A malfunction alarm with the code "malf 1" was reported, but there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction recurred. Consequently, the customer switched to a multiple daily injection (mdi) therapy.